Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported the patient died of sepsis on (B)(6) 2013. It was said the death was not related to device or therapy. There were no signs or symptoms. The pump was last refilled on (B)(6) 2013. The pump was used to deliver dilaudid, bupivicaine, clonidine, and baclofen.